Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd sst vacutainer tube the customer can not close the tube with the cap/stopper. The following information was provided by the initial reporter. The customer stated: "they are facing problems when closing their microtainer sst tubes."

Event description:
It was reported when using the unspecified bd sst vacutainer tube the customer can not close the tube with the cap/stopper. The following information was provided by the initial reporter. The customer stated: "they are facing problems when closing their microtainer sst tubes.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10.